Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of broken reservoir parts from the insulin pump. The customer's blood glucose reading was 137 mg/dl. The customer stated that when she screwed the reservoir back in, a piece fell out from the reservoir opening. The customer stated that the piece fell and broke off in parts. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump was received with minor scratches on the display window, cracked battery tube threads, and a broken reservoir tube lip.